Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results and experienced a seizure and loss of consciousness. The customer was taken to hospital where a laboratory blood glucose result of 23 mg/dl was obtained. The customer was treated with dextrose 50 and glucose injection for diagnosis of hypoglycemia. The customer reported a second laboratory glucose result of 56 mg/dl, before release from hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.